Event description:
I received trans cranial magnetic stimulation therapy. Intervention was for depression and tinnitus, planned for daily 8 weeks. Both conditions are now significantly worse. I had intermittent increased tinnitus through the 1st week of therapy and one panic depressive episode after the session. But quieter periods were still present. The doctors did not warn me these signs are a significant risk for worsening later. I quit after the first week and both conditions continue to deteriorate this 2nd week after quitting. Date I entered is in the middle of the treatment week. The provider, (B)(6) health, uses a different doctor each week day so there is less in person continuity, only notes. I think one of the early week doctors would have recommended to stop before the week was done. I now need more psychiatric drugs.